Event description:
During a routine in-clinic hemodialysis treatment, a patient blood loss of approximately 215cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss ppolicy. Nxstage clinical specialist was at the clinic at the time of the event. Staff nurse indicated that she had hung a new bag of saline nearing the end of treatment, during which air was introduced into the blood circuit. The system alarmed appropriately in response to the presence of air. Troubleshooting attempts to manually remove the air were unsuccessful due to the large amount of air in the disposable circuit. Treatment was terminated and the disposable cartridge/filter were discarded. Blood loss estimated at approximately 215cc. No medical intervention was required.